Event description:
It was reported that the device had an illuminated service wrench icon and had logged a critical event code. Based on this event code, the device is likely to not have the ability to deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio-control was unable to confirm if this particular device was either repaired or removed from service. The device has not been evaluated by physio-control. The cause of the reported failure cannot be determined.